Manufacturer narrative:
A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted ipg found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to infection. The patient had been experiencing drainage and erosion of the ipg. The physician placed the patient on cipro and levequin IV.

Event description:
A report was received that the patient was explanted due to infection. The patient had been experiencing drainage and erosion of the ipg. The physician placed the patient on cipro and levequin IV.